Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4) was performed by a zoll service technician. The reported complaint of the console displayed mid:09 (air trap assembly) error message was confirmed during analysis of the retrieved event log and functional testing. The root cause of mid:09 was due to a defective air trap sensor board likey attributed to normal wear and tear. The thermogard console is a reusable device and was manufactured on february 2012 and is 9 years old, and has exceeded its expected serviceable life of 5 years. Upon visual inspection no physical damage was observed. During event log review, multiple mid:09 error messages were observed thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. To remedy mid:09, the air trap sensor board was replaced. Following service, the thermogard xp ivtm system passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During console check by a zoll sales representative, the thermogard xp ivtm system (sn tgxp10432) displayed sytem error "m ID:09" (air trap assembly). No patient involvement.